Manufacturer narrative:
Result: fowler motor.

Event description:
It was reported by service report that the fowler was stuck in an elevated position and would not raise or lower.

Manufacturer narrative:
Result: fowler motor.